Manufacturer narrative:
Medtronic received additional information that the reason this device was not used was due to unsuccessful valve repair. The patients native leaflet tissue was partially missing, necessitating the need for a complete valve replacement with a non medtronic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 28mm annuloplasty ring was implanted in the tricuspid position and explanted during the same procedure. The reason for explant is unknown. No additional adverse patient effects were reported.